Event description:
It was reported that device entrapment occurred. An opticross 6 hd imaging catheter was advanced to visualize the lesion. During the procedure, the image blacked out causing the physician to have to stay on flush essentially the entire run. Upon withdrawal, the device would not retract over the unknown wire and the devices had to be removed together. The devices were inspected outside the patient, and it was found that the wire was entangled and wrapped around the catheter. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed no issues and the device appeared to be in good condition. Imaging core impedance test shows a complete circuit curve. Transducer level impedance test shows a good rh peak of 51 ohms. During image characterization testing, a good image appeared in the ilab system. Microscopic inspection revealed the guidewire exit port was damaged (deformed/lifted). A test guidewire was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted.

Event description:
It was reported that device entrapment occurred. An opticross 6 hd imaging catheter was advanced to visualize the lesion. During the procedure, the image blacked out causing the physician to have to stay on flush essentially the entire run. Upon withdrawal, the device would not retract over the unknown wire and the devices had to be removed together. The devices were inspected outside the patient, and it was found that the wire was entangled and wrapped around the catheter. The procedure was completed with another of the same device. No patient complications were reported.